Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper endoprosthesis component placement and renal artery occlusion.

Event description:
On (B)(6) 2016, a low-profile gore® excluder® aaa endoprosthesis (rlt281418/14066942) was implanted as part of an endovascular aortic repair. During the procedure, the device was advanced and implanted as planned. Procedural imaging reportedly appeared to reveal satisfactory endograft position at the distal origin of the lowest renal artery. However, subsequent procedural imaging revealed that the device had covered both renal arteries. According to the report, the physician believes the device moved proximally after deployment. The physician was able to advance and inflate an endovascular balloon at the proximal end of the endograft, and pull the endograft distally below the renal arteries. The patency of both renal arteries was preserved, and the procedure went forward without any further reported complications. The patient tolerated the procedure.